Event description:
It was reported that the user consistently selected ¿less than¿ for meal announcements and experienced hypoglycemia, including a documented blood glucose of 57 mg/dl, after meal boluses; the agent explained that choosing ¿less than¿ resulted in larger insulin doses, and the user did not understand this behavior before being connected to clinical support. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for oral glucose treatment without health impact or hospitalization. Investigation included review of case documentation and user-reported history, including a screenshot showing post-meal hypoglycemia. Investigation of this case revealed user misunderstanding of meal announcement settings leading to inappropriate insulin dosing behavior. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement selection.

Manufacturer narrative:
Initial.